Event description:
Synthes europe reported an event the (B)(6) as follows: it was reported the patient underwent an open reduction internal fixation procedure to treat a tibia diaphysis fracture on (B)(6) 2015. During the procedure an unknown quantity of unknown plates and screws were implanted. On an unspecified date during early(B)(6) 2015, the patient complained of pain in the implanted area. On (B)(6) 2014, x-ray(s) revealed three unknown 3.5mm titanium st stardrive locking screws and one unknown 3.5mm cortex screw were broken. On (B)(6) 2015, revision surgery was performed and two broken screws were completely removed and only the heads of the two other screws could be retrieved. The shafts of these screws remain in the patient¿s bone. The initially implanted plates remain implanted in the patient. It was not specified which of the screws types were removed entirely and which had shafts which were retained in the patient. This report is for one unknown 3.5mm cortex screw. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
This report is for one unknown 3.5mm cortex screw. Part and lot numbers were not provided by reporter. It is not known if this screw was explanted as described. A screw which resulted in fragments retained in the patient¿s bone is not considered to have been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.